Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump could not be charged with the tandem issued cable and adapter; however, pump was able to charge with non-tandem cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.